Event description:
It was reported that the device had a leak. The leaking was noticed after the addition of saline and the drug. The event occurred during compounding hydromorphone. There was no patient involvement.

Manufacturer narrative:
E1-phone: +(B)(6). One sample was received for evaluation. The samples were unused. No discrepancies were detected after visual inspection. A leak was detected during functional testing. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.